Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The physician reviewed the patient and applied to her insurance for replacement of the ins'. She waits for the answer and according to the agreement of the insurance, she will change them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the insurance did not want to ensure the replacement of the ins' so, for now, no action will be started. A physician recharge mode was not performed / successful. No further action had been taken. The issue was not resolved. The patient was waiting for a solution for the replacement of the stimulators.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other ins is captured in mfg report number 3004209178-2017-20070. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding two discharged implantable neurostimulators (I ns). It was reported that the patient did not charge either ins for five months. She "stopped her pacemakers" but forgot to recharge them. The patient experienced an increase in pain. The patient wanted to recharge the ins's but could not communicate with the batt eries. The manufacturer representative tried to reset the batteries according to the procedure of the charger. However, neither system restarted after 60 minutes of waiting; the systems did not "reboot". There was an inability to recharge or start either ins. This was the first time it discharged, and the issue was not resolved at the time of the report. Technical services advised the manufacturer representative to perform a physician recharge mode. Additional information from the healthcare professional reported she was going to see the patient again. It was noted it "does not wish to change the batteries because it considers that the patient is not compliant for recharging". The doctor must give an update after the consultation at an unknown date.